Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("coils migrated into uterus and ovary") and polyarthritis ("pain/inflammation of joints") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced polyarthritis (seriousness criterion medically significant) and arthralgia ("pain/inflammation of joints"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), cyst ("cysts"), disturbance in attention ("lack of concentration"), memory impairment ("forgetfulness") and alopecia ("hair loss"). The patient was hospitalized between (B)(6) 2018 and (B)(6) 2018. The patient was treated with surgery (hysterectomy). Essure was removed in 2018. In (B)(6) 2018, the device dislocation, polyarthritis, arthralgia, pelvic pain, cyst, disturbance in attention and memory impairment had resolved with sequelae. At the time of the report, the alopecia had not resolved. The reporter considered alopecia, arthralgia, cyst, device dislocation, disturbance in attention, memory impairment, pelvic pain and polyarthritis to be related to essure. The reporter commented: essure removal date reported as 2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by an other health professional and describes the occurrence of device dislocation ("coils migrated into uterus and ovary") and polyarthritis ("pain/inflammation of joints") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced polyarthritis (seriousness criterion medically significant) and arthralgia ("pain/inflammation of joints"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), cyst ("cysts"), disturbance in attention ("lack of concentration"), memory impairment ("forgetfulness") and alopecia ("hair loss"). The patient was hospitalized between (B)(6) 2018 and (B)(6) 2018. The patient was treated with surgery (hysterectomy). Essure was removed in 2018. In (B)(6) 2018, the device dislocation, polyarthritis, arthralgia, pelvic pain, cyst, disturbance in attention and memory impairment had resolved with sequelae. At the time of the report, the alopecia had not resolved. The reporter considered alopecia, arthralgia, cyst, device dislocation, disturbance in attention, memory impairment, pelvic pain and polyarthritis to be related to essure. The reporter commented: essure removal date reported as 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.